Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, loss of capture, high impendence and decreased sensing was noted on the right ventricle (rv) lead. Diagnostic imaging was performed and confirmed rv lead dislodgement. The rv lead was revised and the patient was in stable condition. Manufacturer report number: 2017865-2018-10941.